Event description:
It was reported that the customer's insulin pump was squeaking when priming. The customer's blood glucose was 178 mg/dl. The customer removed the reservoir for her insulin pump but still heard the squeaking. The customer stated that the sound was not a beep but that the motor was buzzing. The customer stated that the sound was becoming louder. Advised that the insulin pump would be replaced. Assisted customer with running a self test, and the insulin pump passed the test. Nothing further reported.

Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit functioned properly. However noisy motor noted during testing due to faulty motor. Motor was tested outside the device and passed. Unit received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.